Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pelvic pain'), autoimmune disorder ('autoimmune-like symptoms'), genital haemorrhage ('bleeding') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), back pain ("back pain"), headache ("headaches"), anxiety ("anxiety"), depression ("depression"), hypersomnia ("hypersomnia"), fatigue ("fatigue") and inflammation ("inflammation"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, neuromyopathy, dysmenorrhoea, back pain, headache, anxiety, depression, hypersomnia, fatigue and inflammation outcome was unknown. The reporter considered anxiety, autoimmune disorder, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersomnia, inflammation, neuromyopathy and pelvic pain to be related to essure. Lot number: 958703 manufacture date: 2012-02 expiration date: 2015-02 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-nov-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pelvic pain') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), back pain ("back pain"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), dysmenorrhoea ("dysmenorrhea"), headache ("headaches"), anxiety ("anxiety"), depression ("depression"), hypersomnia ("hypersomnia"), fatigue ("fatigue") and inflammation ("inflammation"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, back pain, genital haemorrhage, neuromyopathy, dysmenorrhoea, headache, anxiety, depression, hypersomnia, fatigue and inflammation outcome was unknown. The reporter considered anxiety, autoimmune disorder, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersomnia, inflammation, neuromyopathy and pelvic pain to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.